Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead exhibited an apparent fracture. The lead was capped and not replaced. No patient complications have been reported as a result of this event.